Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and non-malignant pain. It was reported that the patient could not keep their implantable neurostimulator (ins) battery charged from having to use it on high settings and that the battery wore down. The patient had that ins replaced and no patient symptoms were reported.